Event description:
It was reported that the patient was experiencing stimulation near the implantable pulse generator ipg site when making certain movements. X-ray imaging found nothing notable. An impedance check was performed and the lead displayed high impedances on three contacts. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device technical analysis: visual and x-ray inspection of this returned lead revealed that three cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the click x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the click x anchor resulting in the reported complaint. Investigation conclusion: with all available information, engineers confirmed through visual and x-ray inspection that three cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint of the patient experiencing undesired stimulation in a non-target stimulation area. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing stimulation near the implantable pulse generator ipg site when making certain movements. X-ray imaging found nothing notable. An impedance check was performed, and the lead displayed high impedances on three contacts. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.